Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons had to be pressed several times and are harder to press. Rewind was slower as well as insulin was squirting during priming. Customer's blood glucose was unknown at the time of incidence. Product will not be returned for analysis.